Event description:
The surgeon was using the re-positioning pin and the inside part snapped off in the pt. The broken fragment was left in the pt.

Manufacturer narrative:
The breakage was caused by applying bending forces on the thread. The breakage surface shows no corrosion. A hardness measurement was performed. The hardness was inside of specification.